Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on 02/23/2016 to report the patient's receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. The device was charged and will boot. The data log was downloaded and retrieved. The data log was reviewed and findings related to the complaint were observed. Functional testing could not be performed. The complaint confirmation was confirmed. The root cause could not be determined.